Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck inside her body [foreign body in reproductive tract]. Tampon string broke [device breakage]. Case description: reporter called stating a friend's tampon string broke. No serious injury was reported.